Event description:
It was reported to boston scientific via an article published in the journal of voice, the voice foundational that a prospective study was conducted in order to assess the outcomes of posterior cordotomy in cases with bilateral abductor vocal fold immobility (bavfi), either by radiofrequency or co2 laser. The study occurred with 36 patients between march 2015 and september 2022, with a lumenis encore ultrapulse used in conjunction with a digital acublade micromanipulator. Postoperative complications included granulations in 3 patients and restenosis in 13 patients. Revision surgeries were needed in 20 percent of patients. It was also mentioned that in general, with laser use, patients need more often oral corticosteroids or tracheotomy versus when the surgery was done with radiofrequency. No further patient complications were reported.

Manufacturer narrative:
Citation: ahmed, e., mostafa, t. F., mohamed, n. E., mahmoud, a., haitham, h. E., mohamed, o. T. (2024). Radiofrequency versus co2 laser in posterior cordotomy for managing bilateral abductor vocal fold immobility. Journal of voice, the voice foundation, pages 1-8. Https://doi.org/10.1016/j.jvoice.2024.07.008. C2/d10: concomitant product/therapy: date of usage unknown so the earliest date of the study was used. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: exact event date is unknown. Date published was used. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.